Event description:
As reported by legal notification, the patient underwent an initial left total knee arthroplasty. Subsequently, the patient was revised. 3 weeks later, the patient fell directly onto their knee and experienced traumatic dehiscence of their left total knee arthroplasty incision and traumatic rupture of the left patellar tendon. The patient underwent incision and drainage of their left knee and repair of the infrapatellar tendon with allograft. The knee replacement itself was well fixed with no damage to the articular components. The patient was taken to the recovery room in stable condition.

Manufacturer narrative:
D10: 204-36-16 - optetrak fluted stem extension femoral and tibial, with slot, 16mm od x 160mm l: sn# (B)(6). 208-07-03· optetrak femoral augment block & screw posterior, cemented size 3, 5mm: sn# (B)(6). 208-23-18· optetrak tibial insert & screw logic constrained condylar, size 3, 18 mm:sn# (B)(6). 208-07-03· optetrak femoral augment block & screw posterior, cemented size 3, 5mm: sn# (B)(6). 208-09-05· optetrak cc stem extension adapter & screw, 5 degree stem adapter: sn# (B)(6). 208-06-03· optetrak femoral augment block & screw distal, cemented size 3, 10mm: sn# (B)(6). 208-01-03· optetrak femoral component constrained condylar, cemented size 3: sn# (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.